Event description:
Customer reported that the pump did not hold a charge well. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up and troubleshooting, and no additional corrective actions were taken as the customer is out of warranty and in the process of renewal.